Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the operation manual: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus, there was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there was no abnormalities in the accessories used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customers allegation of air/water flow issues from the air/water flow system was due to the nozzle a clog in the nozzle from foreign objects. The likely cause was from insufficient cleaning. Additionally, the following findings were also identified, and are as follows: adhesive on bending section cover (a-rubber) had a crack, adhesive on bending section cover (a-rubber) had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, paint on suction-cylinder was peeled, protector of universal cord on suction-connector side had a scratch, adhesives around objective lens has white-clouded area, adhesive around light guide lens had white-clouded area, plastic distal end cover (c-cover) had a dent, and the connecting tube had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air flow issues from the air/water flow system. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found in the tip of the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.